Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump went through the x-ray machine at the airport despite informing airport security that it should not have. The customer was inquiring if she was still able to use the insulin pump fine. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. Advised that a replacement insulin pump would be sent due to the magnetic field exposure. Nothing further reported.